Manufacturer narrative:
Explant date was inadvertently omitted from supplement report #01 manufacturing report: 3006705815-2018-03268.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient¿s ipg was inoperable due to failure to recharge the device as recommended for 8 months. Surgical intervention is pending.